Manufacturer narrative:
Operator applied excessive forces to remove instead of surgical technique. The director of ra/qa and the processing services mgr reviewed and examined the returned part. Three quarters of the circumference of the diameter at the location where the cuff was adhered to the lumen had cuff material (woven cuff fabric) adhered to it. Extreme and unusual force must have been applied to this cuff in order to separate it from the lumen while leaving behind so much of the cuff material. We will continue to monitor for further occurrences of this event type. It appears that there could have been unusual amounts of tissue growth on the cuff, which should have been removed surgically before pulling catheter from pt. It appears that an attempt was made to pull the catheter from its implant location without cutting the ingrown tissue first, thus leaving behind the cuff material in the soft tissue.

Event description:
Catheter was implanted in 2004 and removed as scheduled in 2005 to replace perm cath with fistula. As reported by the facility on voluntary FDA form 3500 "upon removal of perm catheter the cuff pulled away from the catheter and remained in catheter tract of pt."